Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. The physician was treating another manufacturer's previously placed 80% stenosed, fractured stent located in the basilic vein swing site with an ultra-thin sds balloon catheter. The balloon ruptured on the first inflation at 16 atms inside the fractured stent. The balloon was not easily removed from the stent and part of the balloon material detached inside the body. A snare was used to capture the balloon fragment which was attached to the guidewire and successfully removed from the pt. Dilation was completed with another balloon. The procedure was completed with the implantation of another manufacturer's 10x80mm stent and post-dilation. An occlusion balloon was used to obliterate the blood flow to prevent further bleeding when the balloon fragment was being removed. The vascular access site was enlarged with the use of a scalpel to aid in the removal of the balloon fragment. The access site was sutured and hemostasis was achieved.